Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. It was reported that the balloon was a couple of centimeters proximal to the arteriotomy following deployment. In addition, the femoral angiogram revealed mild peripheral vascular disease at the access site. Pvd, as well as an occlusion that was noted proximal to the access site, may not have allowed for adequate pullback of the device. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. The review of the lhr (lot #f1025601) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that an obese male patient (B)(6) underwent an atherectomy and stenting of his iliacs on (B)(6) 2010. Access was obtained through the left common femoral artery (cfa). Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral artery closure. It was reported that a femoral angiogram revealed mild peripheral vascular disease (pvd) and an adequate vessel size. The device was prepped per the instructions for use. Following sealant deployment, the aci sales professional reported that the physician held light pressure with the device still in place. A diluted contrast solution (50% contrast / 50% saline) was used and therefore the physician was able to view the location of the balloon under fluoroscopy. It was noted that the balloon was a couple of centimeters proximal to the arteriotomy when compared to the earlier angiogram. When the device was removed, it was reported that hemostasis was not achieved and manual compression was applied. At that point, the patient's distal pulses were checked and were reported to be diminished. It was suspected that there was an occlusion proximal to the arteriotomy which may have prevented pull back of the device. The physician attempted to aspirate what was assessed to be sealant by approaching from the right (contralateral) groin, which proved unsuccessful. The patient was then taken to surgery and what was assessed to be the sealant was found to be corked in the left cfa. Upon removal of the sealant, the patient's pulses returned to normal. The patient recovered in the intensive care unit and was discharged with no further clinical sequela. (Exact date of discharge is unknown).